Event description:
The reporter stated that the surgeon was advancing a visian icl (implantable collamer lens) model micl 12.6 mm in the cartridge with forceps and the lens tore. There was no pt contact or injury.

Manufacturer narrative:
Evaluation - methods: work order search. Results: a visual inspection of the returned product shows a small portion of a plate haptic is torn off & missing. There is clear surgical residue on the lens. A lens serial work order search was performed for similar complaints within the work order and there was one similar complaint. Conclusions: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the foam tip plunger, cartridge and injector were not returned for evaluation.